Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets with cassette were leaking; further described as ¿leaking in the area where the lines connects to the bags forming a bubble". This was noticed during the beginning of peritoneal dialysis therapy, during the first drainage. As a result, the patient removed the cassette and replaced it with a new system. There was no patient injury or medical intervention associated with this event. No additional information is available.